Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a need to have a replacement pump, but it is not stated what is wrong with the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, all the keypad buttons were intermittently unresponsive during testing. The keypad cover was returned torn; when the cover was fully removed during evaluation, evidence of contamination was found under all key contacts. Evidence of corrosion was found on the up arrow, down arrow, and contrast key contacts. The up arrow, down arrow, and ok key contacts were found to be inverted. Please refer to MDR report # 2531779-2013-18913 for additional information regarding this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.